Event description:
It was reported that during an implant procedure, the implantable cardioverter defibrillator's set screw was too loose and unable to be tightened. The device was successfully replaced to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of set screw too loose was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed setscrew heavily stripped, consistent with occurring during procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.